Manufacturer narrative:
Radiographs confirming the event were received. No revision is planned at this time and the patient remains asymptomatic. DHR review and product investigation cannot be completed as the product has not been returned because the device remains in-situ. It is unknown if the patient complied with post-op care instructions. There was no report that the patient sustaining an impact/trauma of some sort. Review of labeling notes: "intraoperative warnings if the construct contains screws, prior to soft tissue closure, recheck all screws to ensure they are tightened. Failure to do so may cause loosening of the other components.. Postoperative warnings the patient should be advised to limit and restrict physical activities, especially lifting and twisting motions and any type of sport participation. The patient should be advised that implants may bend, break or loosen despite restriction in activity. Possible adverse events bending, disassembly or fracture of implant and components. Loosening of spinal fixation implants may occur due to inadequate initial fixation, latent infection, and/or premature loading, possibly resulting in bone erosion, migration or pain. Postoperative fracture due to trauma, defects or poor bone stock." The root cause of this event cannot be determined. No conclusions can be drawn.

Event description:
Spinal fusion was performed from l3-s1 on (B)(6) 2017 and patient was instrumented with posterior fixation. On (B)(6) 2018 the right s1 set screw loosened and rod dislodged from the s1 bone screw.